Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The fenestrated bipolar forceps was found to have a broken conductor wire broken inside the yaw pulley. It was located within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. Root cause of the broken instrument conductor wire is attributed to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that during da vinci-assisted low anterior resection surgical procedure, fenestrated bipolar forceps was found to have a broken conductor wire. The procedure was completed.